Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being returned to olympus without reprocessing at the user facility. Due to clogging of foreign material, the user could not conduct reprocessing properly. Therefore, the subject device was returned to olympus. Instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. The user can prevent the event by handling the device in accordance with the following description in the instructions for use (IFU): "operation manual_ insertion_ air/water feeding and suction_ suction warning:avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated. Foreign material resembling a seed was found at channel-tube. There were few additional findings. Residual liquid or foreign material comes out of suction-cylinder. The suction cylinder, switch box, control unit, right /left knob and scope connector cover had discoloration. The light guide cover lens had a scratch. Due to a crack on distal end cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, the play of up/down knob and right/left knob was out of the standard value. Image guide protector had a scratch. Due to deterioration of braid of bending tube, tightness of the braid had become uneven. The coating of the connecting tube was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The company representative on behalf of the customer reported, the biopsy channel of the colonovideoscope was clogged. The error was detected during reprocessing. The endoscope could not be reprocessed properly due to the defect. The device was returned and an evaluation at the repair center revealed foreign objects coming out of distal end due to clogging of channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.